Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available.

Event description:
Rep reported that a screw from an anchorage plate construct was explanted due to the screw backing out. This event is for the explantation of one screw on (B)(6) 2015.